Event description:
A malfunction occurred with a code displayed as malf 0. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and after the reset, the same malfunction code did not recur. Technical support advised the customer to continue using the pump and to contact them again if any malfunction code appears in the future. The customer acknowledged and understood these instructions.